Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. Motor error alarm during basic occlusion test and compromised force sensor system alarm during prime test due to severe moisture damage on force sensor resistor. Corroded motor home switch and moisture damage on mother board, lcd board and remote frequency board. Device had faded display due to moisture damage on lcd board, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during prime and insulin was squirting out of the tubing. Blood glucose value was 195 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.